Manufacturer narrative:
A visual and physical evaluation of the returned product was performed revealing that no fault was found and that the unit meets specifications.

Event description:
A doctor's office alleged that the demi plus were shocking three (3) staff members. This is the third of three (3) reports.

Manufacturer narrative:
The doctor's office identified two (2) different serial numbers that were associated with the shocking; therefore, no lot numbers were identified in this report. The serial numbers involved in the alleged incident include serial numbers (B)(4). The doctor's assistant discontinued using the device. To date, she is doing fine. A device evaluation is anticipated but has not yet begun.